Manufacturer narrative:
A device history record review was performed for the subject device lot number 9959562. Manufacturing location: (B)(4) (supplier: (B)(4)). Date of manufacture: 22-jun-2016 the review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Concomitant devices reported: 7.0mm titanium (ti) matrix screw 45mm thread length (part # 04.639.745, lot # unknown, quantity # 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: DHR review for part # 03.632.036, synthes lot # 9959561 release to warehouse date: 25-apr-2016. Expiration date: na. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix long holding sleeve broke during a l4-s1 transforaminal lumbar interbody fusion (tlif) using matrix and tpal on (B)(6) 2017. While loading a screw, a matrix long holding sleeve broke. The technician was loading the screw properly but was having difficulty. She took a look at the matrix long holding sleeve and noticed the top thread to be completely broken off. The technician immediately placed the long holding sleeve on the back table and used a different one. The screw was implanted and the remaining screws were placed successfully with the backup holding sleeve. No additional x-rays were taken because of this incident. During the final x-ray after all of the hardware had been placed, the surgeon verified there were no broken pieces in the patient. The broken tip from the long holding sleeve fell on the floor at some point and was not recovered. The procedure was completed successfully with no delay and without patient harm. Patient outcome is good. This complaint involves one (1) device. Concomitant devices reported: 7.0mm titanium (ti) matrix screw 45mm thread length (part # 04.639.745, lot # unknown, quantity # 1), this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The returned instrument was examined at customer quality and the complaint condition was able to be confirmed. The matrix holding sleeve (part 03.632.036, lot 9959562) was returned with the first thread missing leaving the instrument tip in the jagged form. The broken tip from the long holding sleeve fell on the floor (not in the patient) at some point and was not recovered. The broken fragment and the outer sleeve were not returned with the complaint. A visual inspection, device history records review, and drawing review were performed as part of this investigation. A functional test is not applicable as the damage was visually confirmed. No new malfunctions were identified during the investigation. A definitive root cause was unable to be determined but the failure mode is consistent with the application of an off-axis load while engaging a screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.